Event description:
It was reported that a few hours after implantable pulse generator (ipg) implant, the patient blood pressure dropped. Physician indicated that pericardial effusion occurred. Device check confirmed, parameters were prefect. Computerized tomography (CT) scan confirmed no perforation by ipg, and patient blood pressure back to normal. After, approximately 24 hours patient stable, and no drain of fluid needed. It was also reported that septal position of ipg was confirmed at implant. However, during follow up check CT scan revealed final position of the ipg is lateral free wall. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.